Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the rptr: when firing on the nerve, the clips appeared to be twisted and proper clipping could not be done. The root of the jaws were torn. The same thing was seen again, and the bile leaked. Another device was used to complete the case.